Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. The patient reported that she was undergoing laboratory testing due to a urinary tract infection (uti). During the tests, her blood glucose level was measured at 655 mg/dl, while her dexcom mobile device displayed a significantly lower reading of 255 mg/dl. Despite the discrepancy, the patient did not experience any symptoms at the time. She took her prescribed medications at home, including tresiba, metformin, and her blood pressure medication. Later that day, on 11/19/2024, her husband decided to take her to the hospital. Upon arrival, a blood test revealed a glucose level of 600 mg/dl. The patient was treated with IV insulin, fluids, antibiotics for her infection, and magnesium due to low magnesium levels. She stayed under observation throughout the day until her blood glucose level decreased to 200 mg/dl, at which point she was discharged. Her glucose level remained stable at 200 mg/dl that evening. The patient reported feeling tired but otherwise okay. Due to the incident occurring last year, she was only able to recall limited details. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.